Event description:
Subsequent to the initial medwatch report, the lesion was eccentric.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification, the 2.5x12 xience v stent delivery system (sds) was advanced but could not cross the lesion. A second buddy guide wire was placed and the 2.5x12 xience v sds was advanced again but could not cross the lesion. During withdrawal of the sds, resistance was felt, force was applied, and the sds was able to be withdrawn from the patient anatomy. Reportedly, the proximal stent struts were noted to be flared. A 2.5x12 unspecified bare metal stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. The resistance/difficulty removing the device from the anatomy likely occurred as a result of the damaged stent implant interacting with the lesion and/or accessory devices during withdrawal. Additionally, it was reported that force was applied when resistance was met during withdrawal. It should be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system, the entire system should be removed as a single unit. Failure to follow these steps or/and applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - re-insertion and excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.